Event description:
Philips received a complaint on the intellivue mx800 patient monitor indicating the system does not display an alarm. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system that the system does not alarm and displays xs in the measurement parameters. The fse confirmed that after a cold start to the system the alarm issue was resolved. The philips field service engineer (fse) confirmed the customers device issue and resolved the system issue by initiating a cold start. The confirmed the system meets the specification for the performed service and was returned to use.